Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was evaluated, and as noted in the initial reporter, foreign material was confirmed in the j-tube, as well as in the air & water tube and cylinder. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU indicates the following sections for reprocessing practices: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. The investigation was unable to identify the foreign material present on the device. There were no indications of deviations from the IFU and recommended reprocessing steps, nor was there any evidence of physical damage where the foreign material was located. Consequently, investigators were unable to confirm a definitive root cause for the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope presented white foreign material inside the jet tube, the air/water tube, and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.